Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the product revealed scratching, pitting, oxidation, delamination, plastic deformation and third body wear. There was also evidence of fracture with one bearing. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00248.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a bearing exchange approximately 25 years post implantation due to wear of the tibial bearing.